Event description:
It was reported that the bd precisionglide¿ needle was blocked during use while injecting "intaocular" medication. The following information was provided by the initial reporter, translated from portuguese to english: "in the surgical center when injecting intaocular medication, the surgeon noted that the needle was obstructed."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Correction: additional information was provided by the customer. The following fields have been updated: (B)(6).

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use while injecting "intaocular" medication. The following information was provided by the initial reporter, translated from portuguese to english: "in the surgical center when injecting intaocular medication, the surgeon noted that the needle was obstructed.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide needle was blocked during use while injecting "intaocular" medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the surgical center when injecting intaocular medication, the surgeon noted that the needle was obstructed."